Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. As the customer was not currently receiving an alarm, troubleshooting to determine a possible cause of the occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.